Manufacturer narrative:
(B)(4). (B)(4). Failure to drain. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an abdominoplasty on (B)(6) 2009. Two drains were placed by the surgeon. From the time they were placed, there was minimal drainage from one of the drains. At the end of the case, they had to strip the drain. The pt is in recovery and there is suction, but not drainage. The surgeon is leaving the drain in place to see if will work. The surgeon opines that the drain is not stiff and bends over on itself. The drain starts to drain and then it stops.